Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra meter has a sample draw issue. This complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that due the sample draw issue, which began on (B)(6) 2014, she developed symptoms of ¿dizziness and blurred vision¿ one week later. The patient subsequently went to the doctor¿s office where her diabetes medication regimen was increased (double dose of metformin to 2 units in the morning and 2 units in the night, victoza increase from 1.6 to 1.8 units). The sample draw issue was not resolved with troubleshooting. The test strip did not draw in the test sample into the confirmation window. This complaint is being reported because the patient claimed she had symptoms suggestive of hyperglycemia a result of the alleged issue. The lfs products were replaced and requested back for investigation.